Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, with additional information received from the same consumer reporter, concerns a (B)(6) female patient. The medical history was not provided. The patient did not receive any concomitant medication. The patient received human insulin (rdna) nph (humulin n) cartridge, 18 iu in the morning, 5iu at lunch, 10 iu in the evening, daily, and insulin lispro (rdna origin) (humalog)via kwikipen, dose and frequency according to the blood glucose, both subcutaneously, indicated for diabetes and starting in 2013, reported as two years ago. In (B)(6) 2015, approximately two years after starting treatment with human insulin nph via humapen luxura burgundy (lot 1306b02) and insulin lispro via kwikpen (unknown lot), the patient experienced ketoacidosis. It was provided that, since on unknown date, after treatment with both insulin, the medication was not acting in the patients organism (product complaint (B)(4)/lot 1306b02) (product complaint (B)(4)/lot unknown); she was diagnosed with ketoacidosis and admitted to the hospital. No corrective treatment was provided. According to the reporting consumer the patient did not receive any corrective treatment for ketoacidosis (conflicting information), however, it was provided the patient presented a significant improvement after being discharged from hospital on an unspecified date. The patient recovered from ketoacidosis. The outcome of the medication was not acting in the patients organism was not provided. The therapy with human insulin nph and insulin lispro was continued. It was unknown who operated the device and no information about training was provided. The patient used the humapen luxura burgundy model for unknown time and the complained pen for two years. The patient used the humalog kwikpen model and complained for unknown time. Only the humapen luxura burgundy was available to return to the manufacturer. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting consumer did not know if the event of ketoacidosis was related to human insulin nph and insulin lispro and did not provide a relatedness opinion regarding the event of the medication was not acting in the patient s organism. The consumer reporter not provided a relatedness opinion to both devices. Update 05oct2015: additional information received on (B)(6) 2015 from the same consumer reporter. Changed insulin lispro formulation from cartridge to disposable pen and included humalog kwikpen as suspect device. Added that humulin n was released by humapen luxura burgundy and included it as suspect device. Added the paragraph of device. Corresponding fields and narrative updated accordingly. Update 06oct2015: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported while using her humapen luxura device that she experienced increased ketoacidosis. The investigation of the returned device (batch 1306b02, manufactured june 2013) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, with additional information received from the same consumer reporter, concerns a (B)(6) light brown female patient. The medical history was not provided. The patient did not receive any concomitant medication. The patient received human insulin (rdna) nph (humulin n) cartridge, 18 iu in the morning, 5iu at lunch, 10 iu in the evening, daily, and insulin lispro (rdna origin) (humalog)via kwikipen, dose and frequency according to the blood glucose, both subcutaneously, indicated for diabetes and starting in 2013, reported as two years ago. In (B)(6) 2015, approximately two years after starting treatment with human insulin nph via humapen luxura burgundy (lot 1306b02) and insulin lispro via kwikpen (unknown lot), the patient experienced ketoacidosis. It was provided that, since on unknown date, after treatment with both insulin, the medication was not acting in the patients organism (product complaint (B)(4)/lot 1306b02) (product complaint (b)(6\4)/lot unknown); she was diagnosed with ketoacidosis and admitted to the hospital. No corrective treatment was provided. According to the reporting consumer the patient did not receive any corrective treatment for ketoacidosis (conflicting information), however, it was provided the patient presented a significant improvement after being discharged from hospital on an unspecified date. The patient recovered from ketoacidosis. The outcome of the medication was not acting in the patients organism was not provided. The therapy with human insulin nph and insulin lispro was continued. It was unknown who operated the device and no information about training was provided. The patient used the humapen luxura burgundy model for unknown time and the complained pen for two years. The patient used the humalog kwikpen model and complained for unknown time. The humapen luxura burgundy was returned on 13oct2015, and no malfunction was found. The reporting consumer did not know if the event of ketoacidosis was related to human insulin nph and insulin lispro and did not provide a relatedness opinion regarding the event of the medication was not acting in the patient s organism. The consumer reporter not provided a relatedness opinion to both devices. Update 05oct2015: additional information received on 23sep2015, 28sep2015 and 29sep2015 from the same consumer reporter. Changed insulin lispro formulation from cartridge to disposable pen and included humalog kwikpen as suspect device. Added that humulin n was released by humapen luxura burgundy and included it as suspect device. Added the paragraph of device. Corresponding fields and narrative updated accordingly. Update 06oct2015: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting. Update 02nov2015: additional information received on 30oct2015 from the global product complaint database added the device specific safety summary, manufactured date of the device, and return date of the device; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.